Event description:
Boston scientific received information that during a routine follow up visit, a fracture of this left ventricular (lv) epicardial lead was revealed. A revision procedure was performed and the lead was removed form service and successfully replaced. The lead was surgically abandoned and was not returned for testing. No adverse pt effects were reported.